Event description:
Customer reported to beckman coulter, inc. That the unicel dxc800 synchron system (dxc 800) gave reagent probe b motion errors. Customer reported they observed fluid coming out of the fitting on top of reagent probe b last week and discovered the fitting was loose. Customer reported they tightened the fitting and stopped the leak. Customer reported the fluid was contained inside the instrument. Customer reported the dxc 800 did not generate any erroneous patient results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed the error messages. The fse found the ball bearings were missing on the probe b slide bearing. The fse replaced the slide bearing assembly and verified system performance.

Manufacturer narrative:
(B)(4).